Event description:
Clinic notes dated (B)(6) 2012, revealed that normal mode diagnostics resulted in high lead impedance. The patient has a history of intractable seizures status post vns placement. The notes do not reveal that the patient experienced any clinical symptoms. The patient was hospitalized on (B)(6) 2012, due to seizures caused by hyponatremia, so the patient's medications were changed. Since being discharged, the patient had been doing well without recurrence of any seizure or seizure like activity. The patient's wife noticed that he appeared to be more alert and awake since stopping trileptal. The notes indicated that the patient tolerated these medication changes and current setting of vns well without any side effects. Attempts for additional information have been unsuccessful to date. A/p and lateral images of the neck and a/p images of the chest were reviewed by the manufacturer. The generator was able to be visualized in the left chest. The lead pins were seen past the second connector blocks, and the lead wire was intact at the location of the connector pins. The filter feed-through wires are intact. A portion of the lead is behind the generator and continuity in that portion of the lead could not be assessed. The electrode placement appeared to be normal. There appears to be a lead discontinuity in the portion of the lead body after the strain relief loop where the lead transitions from the neck to the chest. However, no other discontinuities were visualized. Based on the x-ray images provided, the cause of the reported high impedance appears to be a lead discontinuity. However, the portion of the lead located behind the generator could not be assessed and the presence of a micro-fracture cannot be ruled out.

Event description:
The patient had full revision surgery on (B)(6) 2012. However, the explanted generator and lead were discarded after surgery by the hospital, so product analysis cannot be completed. Additional review of the clinic notes revealed that the patient's generator was turned off on (B)(6) 2012 due to the high impedance. The patient was instructed to continue with the current dose of aeds.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Review of x-rays by the manufacturer revealed a gross lead discontinuity in the lead wire following the strain relief after the electrodes. Device failure occurred, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Corrected data: the initial report inadvertently did not report that the device was disabled and the additional information indicated on the clinic notes.